Event description:
The servo-I did not pass pre-use check. During the internal leakage, alarm message "very low leakage" occurred. After repeating the tests three times, this message changed to "very big leakage".

Manufacturer narrative:
Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.